Manufacturer narrative:
(B)(4). Evaluation of the returned device found it with all components in the pre-deployed position. There was dried blood observed throughout the device, indicating that the device was introduced into the patient anatomy as reported. The luminal marking test was performed prior to decontamination and during testing and the results met the manufacturing criteria. Based on the investigation findings, the device was partially deployed and a root cause related to the reported device issue could not be determined. The reported product experience could not be confirmed. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported and confirmed luminal marking failure. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, when introducing the device into the artery no blood flow from the marker lumen was experienced. A second attempt of blood flow out of the marker lumen was unsuccessful. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.